Manufacturer narrative:
(D4) lot number: corrected from 0026624439 to 0026701605. (D4) expiration date: corrected from 1/13/2024 to 1/27/2024. (H4) device manufacture date: corrected from 01/13/2021 to 01/27/2021.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a mildly tortuous vein side graft anastomosis. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres for 30 seconds, the balloon ruptured and a balloon pinhole was noted. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications nor injuries were reported. The patient condition was good.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a mildly tortuous vein side graft anastomosis. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres for 30 seconds, the balloon ruptured and a balloon pinhole was noted. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications nor injuries were reported. The patient condition was good.

Manufacturer narrative:
Device evaluated by MFR: a mustang 6mm x 10cm, 24atm, 75cm, was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 73mm in length and extended from a position 7mm distal of the proximal markerband to 14mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a mildly tortuous vein side graft anastomosis. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres for 30 seconds, the balloon ruptured and a balloon pinhole was noted. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications nor injuries were reported. The patient condition was good.